Manufacturer narrative:
Testing was performed on (B) (6) 2009, using retain samples from d-dimer lot w43855. Two calibrators, 5 reps each, were run and met qc criteria. The returned pt sample was run in duplicate and results were <100 ng/ml. The sample tube was 'hand labeled' as 'edta plasma', but the tube was a blue top tube, which indicates that the sample is in sodium citrate buffer. The triage d-dimer product insert requires the whole blood or plasma specimen to be in edta plasma for use with the d-dimer test. Product support concluded that the sample was not in the appropriate buffer for testing d-dimer devices. Although the complaint was confirmed, the sample received for testing was not collected in the correct buffer solution. No corrective action required, as no product deficiency could be established.

Event description:
On (B) (6)-2009. Pt presented himself at ed due to shortness of breath. Caller concerned about discrepant (false negative) results between stago and triage d-dimer test on pt with history of dvt. Testing performed on triage d-dimer lot w43855 gave a result of <100 ng/ml. Sample was run on their stago instrument and d-dimer was 1.5 ng/ml (0.5 is positive). Testing was repeated on triage x3 with same result of <100ng/ml vs. Stago that remained elevated at 1.5. Caller stated that specimen used for d-dimer was whole blood edta and stago specimen as na citrate plasma.